Manufacturer narrative:
Correction: b5: describe event or problem, added h6: patient code: e130501: renal failure. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the hemolysis, renal insufficiency/failure, hypotension and loss of consciousness were related to product performance of the farawave catheter. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. Detailed product information was not provided to bsc, as the event occurred post procedure and the device had been disposed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolysis. During the procedure ablations were performed on the pulmonary veins, the anterior line, the posterior wall and the cti. The farawave catheter is only indicated for treatment of the pulmonary veins, thus the ablations in other locations are considered off label use. As soon as the procedure was completed the patient became hypotensive and she was moved to recovery and given fluids. The patient mentioned abnormal discomfort, and a CT scan was able to rule out tamponade and retroperitoneal bleeding and had no significant findings. Overnight the patient became unresponsive, and her acidotic ph was found to be low along with renal failure. Hemolysis was found to be present; however, the physician believes there is a different cause for the patient's hemodynamic instability. The situation is considered on going. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Additional information: b5: describe event or problem, added h6: impact code: f02: death. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the hemolysis, renal insufficiency/failure, hypotension, loss of consciousness and patient death were related to product performance of the farawave catheter. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. Detailed product information was not provided to bsc, as the event occurred post procedure and the device had been disposed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolysis. During the procedure ablations were performed on the pulmonary veins, the anterior line, the posterior wall and the cti. The farawave catheter is only indicated for treatment of the pulmonary veins, thus the ablations in other locations are considered off label use. As soon as the procedure was completed the patient became hypotensive and she was moved to recovery and given fluids. The patient mentioned abnormal discomfort, and a CT scan was able to rule out tamponade and retroperitoneal bleeding and had no significant findings. Overnight the patient became unresponsive, and her acidotic ph was found to be low along with renal failure. Hemolysis was found to be present; however, the physician believes there is a different cause for the patient's hemodynamic instability. The situation is considered on going. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the patient passed away on the evening of (B)(6) 2024. Patient's autopsy results were requested but not available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolysis. During the procedure ablations were performed on the pulmonary veins, the anterior line, the posterior wall and the cti. The farawave catheter is only indicated for treatment of the pulmonary veins, thus the ablations in other locations are considered off label use. As soon as the procedure was completed the patient became hypotensive and she was moved to recovery and given fluids. The patient mentioned abnormal discomfort, and a CT scan was able to rule out tamponade and retroperitoneal bleeding and had no significant findings. Overnight the patient became unresponsive, and her acidotic ph was found to be low. Hemolysis was found to be present; however, the physician believes there is a different cause for the patient's hemodynamic instability. The situation is considered on going. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Correction to h6 patient codes and device codes. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the hemolysis, hypotension and loss of consciousness were related to product performance of the farawave catheter. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The farawave instructions for use state "potential adverse events associated with use of the farawave catheter includes, but are not limited to:...hypotension.... Hemolysis..." With the loss of consciousness considered to be secondary to hypotension.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolysis. During the procedure ablations were performed on the pulmonary veins, the anterior line, the posterior wall and the cti. The farawave catheter is only indicated for treatment of the pulmonary veins, thus the ablations in other locations are considered off label use. As soon as the procedure was completed the patient became hypotensive and she was moved to recovery and given fluids. The patient mentioned abnormal discomfort, and a CT scan was able to rule out tamponade and retroperitoneal bleeding and had no significant findings. Overnight the patient became unresponsive, and her acidotic ph was found to be low. Hemolysis was found to be present; however, the physician believes there is a different cause for the patient's hemodynamic instability. The situation is considered on going. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.